Manufacturer narrative:
Reported event of depleted battery was not confirmed. Interrogation of the device revealed full battery capacity gauge display upon receipt. Analysis of device image, longevity assessment and device operation were normal with no anomalies found. A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities.

Event description:
It was reported that the insertable cardiac monitor exhibited premature battery depletion prior to implant of device. There was no patient involvement.